Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The drive wire was separated inside the handle. The drive wire assembly was visually examined confirming this device was manufactured prior to implementation of a corrective action to reduce occurrences of drive wire separation. The drive wire was detached from the handle so hemostats were attached to the drive wire to manipulate the clip. The device was advanced down a olympus gif q20 2.8 endoscope in a simulated upper gi position wit the tip in a retroflexed positon to simulate a worst case situation. With the clip exiting the distal end of the endoscope and the hemostats attached to the drive wire the clip functioned as intended and would open and close. Using the attached hemostat to manipulate the drive wire the clip was deployed as intended on simulated tissue. The device history record ro the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy(egd) procedure, the physician used a cook disposable hemostasis clip. When they tried to deploy the clip on the duodenal ulcer, a loud snap was heard and the physician lost the ability to open and close the clip. It was noted that the wire (drive wire) in the handle had broken. The clip was attached to the targeted site when this occurred but released when the device snapped. The clip (clipping device) was removed from the pt and another device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.